Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2021 the lens was exchanged with a longer length lens but this did not resolve the problem. The cause of the event was reported as unknown. See MFR# 2023826-2022-00476 for replacement lens.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. The lens returned is not the size stated in the claim. Dimensional inspection found the returned lens did not meet the original value measured at the time of manufacturing. H6: method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).